Event description:
It was reported that during laparoscopic cholecystectomy, there was a pre-run broken blade (error-code #284) on the device. Case completed with same like product with no pt consequence. One product will be returned.